Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) -user's test strip had poor storage (kitchen) note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer initially reported complaint for dead meter; complaint was able to be resolved through troubleshooting. Customer then reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 134 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/15/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): result 1 :134mg/dl date: (B)(6) 2017 time:12:00pm fasting. Result 2 :122mg/dl date: (B)(6) 2017 time:01:10pm fasting. Result 3 : 98mg/dl date: (B)(6) 2017 time:12:14pm fasting. Result 4 :107mg/dl date: (B)(6) 2017 time:12:58am fasting. Result 5 :103mg/dl date: (B)(6) 2017 time:12:35pm fasting. Customer is calling because she states her meter is reading inaccurately. The customer first called stating that her meter was not turning on, but we were able to trouble shoot the meter and it turns on. Customer tested this morning after waking up and the meter read 134 mg/dl and it was a fasting result. Customer states her morning reading has never read that high. Customers normal glucose range is from 80-100 fasting in the morning.